Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported migration (partial clip movement) appears to be due to patient conditions (severe posterior flail). Mitral valve insufficiency/ regurgitation resulting in dyspnea appears to be due to the partial clip movement (migration). Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. B3: date of event is estimated.

Event description:
This is filed to report clip migration and recurrent mitral regurgitation it was reported on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior flail. One clip was successfully implanted, reducing mr to a grade of 1-2. On an unknown date, the patient returned to the hospital due to shortness of breath. Echocardiography showed the implanted clip had partially detached from the posterior leaflet, causing mr to increase to a grade of 3-4. On (B)(6) 2023, a second mitraclip procedure was performed to treat recurrent mr. One clip was successfully implanted, reducing mr to a grade of 1-2. No additional information was provided.